Event description:
The marketing evaluation unit reported that the patient was treated with a periarticular proximal humerus plate for an injury sustained after a fall. The surgeon may need to redirect the angle of the most posterior locking screw hole in the head of the plate as it sits slightly posterior. The screw is close to being out of the head. No further information was provided.

Event description:
This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Lcp periarticular proximal humerus plate was reported in error.